Event description:
It was reported that the patient's generator had migrated prior to her vns revision. MFR. Report 1644487-2018-00212 captures this report.

Event description:
It was reported through clinic notes that the patient said that she occasionally she felt an electric shock type feeling in her left neck for the last 1.5-2 years. At that visit, high impedance was detected on the patient's device. The patient's generator was turned off in response. The patient's zonisamide was increased to 300 mg and her alprazolam (xanax) to 3 mg daily. The increase was noted to be only until the vns was replaced. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient's lead and generator were replaced due to high impedance. The explanted products were discarded. No further relevant information has been received to date.